Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced infusion set blockage issue on (B)(6) 2024.the blockage was located at the site, which occured within 3 hours of insertion, after the insertion was made at thigh. No further information available.